Event description:
It was reported that an unspecified quantity of large bore stopcocks leaked from an unspecified location; there was a concern of drawing back blood. This was observed during use of the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional pressure test was performed and no leaks or blockages were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.